Event description:
It was reported that the patient called the emergency line regarding tubing issue, the tubing was cut and almost separated into two pieces. The customer immediately changed to a new tubing and started the infusion. There was no changes in breathing, chest pain or any other symptoms: no patient injury was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported was not confirmed and a root cause could not be determined. There are no lot or serial number was provided therefore; no device history record (DHR) could be completed. Operator of device: patient or consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).